Manufacturer narrative:
Findings: the insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test and motor test. No motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with intermittent escape/act button response due to flattened escape/act button dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with missing end cap sticker, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had problems with the filling process on the insulin pump. They would press the act button but the piston would stop moving. They would need to press the act button again and restart the filling process. The piston would stop moving several times during the filling process. The customer¿s blood glucose level was 6.5 mmol/l. The insulin pump was returned for analysis.